Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and secondary usb cable. There was no adverse impact to the customer¿s blood glucose level.